Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient felt light-headed and she went to bed early that night. On the morning of (B)(6) 2022 the patient woke up well and felt well until the dinner time. The patient ate dinner in the evening and after 10 minutes, she started a vomiting and had diarrhea. She went to the bathroom and lost consciousness. The patient regained consciousness and called her boyfriend to get her to the bed and while this was happening the patient passed out two more times. The patient stated they were thinking that they were treating false blood glucose values (no treatment information was provided). At 5:00 am on (B)(6) 2022, the patient´s boyfriend called an ambulance. When the paramedics arrived the patient was very pale and mentioned that it might be related to her blood glucose. There was no documentation of treatment provided at that time of the event by the paramedics. At 7:00 am the patient was at the hospital when she regained consciousness. Her blood pressure that time was 65 mmhg systolic and 42 mmhg diastolic (hypotension). The patient was treated at the hospital with anti-nausea (generic prilosec) and anti-diarrhea (imodium) medication and unspecified IV fluids as the patient was dehydrated. There was no documentation about any treatment for blood pressure, nor blood glucose, nor information if the cgm reading was checked during that time. The doctor told the patient that the event happened due to the dexcom providing inaccurate readings. On (B)(6) 2022, the cgm reading was 200 mg/dl and the blood glucose reading was 120 mg/dl. The patient was still hospitalized at the time of the report and she was still experiencing diarrhea and lack of appetite, while the nausea had subsided. Additionally, during the event the cgm was displaying high values but the patient and the hospital staff think that the actual blood glucose values were low. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).